Manufacturer narrative:
Product event #(B)(4) testing performed: complaint device: device: plasmablade 4pk needle product code (sku): ps200-001 serial / lot number: (B)(4) (lhr: 207481636) expiration date: 10/2016 quantity returned: 2 1-device tip only (broken tip only; device handle not returned)-device 1 1-device (non complaint related, returned as customer accommodation. Device 2 devices will be labeled as device 1 and device 2 for tractability purposes. Visual inspection: device 1 ¿broken tip¿ was received in a plastic bottle. No documentation identifying the lot was returned. Device 2 was an unopened device that was returned as a customer accommodation. The device was in a sealed tray with tyvek lit. (Non- complaint device) the devices were not double bagged; not in a biohazard bag; and no additional paperwork other than the IFU. There was packaging to fill the negative space. Device 1-since there was no documentation received with the device, the lot number was unable to be confirmed against what is populated in gch. Device 2-the label on the lid of the sealed tray confirms that the lot # 0006888999 matches gch. A review of the IFU ¿ plasmablade ¿ needle ¿ lbl-00171 rev. C indicates that misuse of device during 'use' and 'cleaning tip¿can result with 'tip damage'. Functional inspection: unable to perform functional testing for device 1 since the device handle was not included in the return; only the needle tip was sent back for complaint investigation. No functional testing is necessary for device 2 as there was no reported issues with this device, it was returned as a customer accommodation. Lhr review: lhr for lot # 0006888999 was reviewed¿there were no failures or scrap during manufacturing related to this reported complaint. Investigation conclusion: the reported complaint of "tip broke off" on a pb needle device is confirmed based upon visual investigation during complaint investigation. According to the IFU ¿ plasmablade ¿ needle ¿ lbl-00171 rev. C; it is known that this type of failure can occur for improper use of device. However through analysis it was unable to be determined the specific 'misuse or improper use' because the device handle was not returned. The complaint will be monitored in gch for future instances. (B)(4).

Event description:
During a neck lift, the doctor began wiping down the tip of the device with a four by four raytec sponge and the tip of the device broke off. The patient was kept under anesthesia for another hour as the facility manually checked the patient for the tip. The tip was later found on the four by four raytec sponge, and is being sent back for investigation. No patient impact or injury.

Manufacturer narrative:
(B)(4). Product received by manufacturer and pending inspection. (B)(4).

Event description:
During the procedure, the doctor cleaned the tip of the device with a 4x4 raytec sponge and the tip of the device broke off. The patient had an x-ray to ensure the needle was not in the patient; therefore, the patient was kept under anesthesia for an additional hour. The facility was not able to find the tip but the x-ray confirmed the tip was not in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.